Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) displayed a high, out of range shock impedance. A technical services (ts) consultant discussed that the recent daily measurements were within normal range and there were no recent episodes. The impedance was going to continued to be monitored. Subsequent information indicated that the patient underwent a percutaneous coronary intervention (pci). The patient had numerous occluded vessels and the stent option did not materialize. The patient passed away. There were no allegations from the physician or heath care provider that the device system was a factor in the patient's passing.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.